Event description:
Caller reported that the cartridge was not fitting properly on the pump. Blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating a normal range. Technical support guided the caller through inspecting and cleaning the pump area. The caller resolved the issue by switching to a new cartridge, which fit correctly, effectively resolving the issue.